Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the infusion device. The patient was found unconscious and was transported to the hospital by ambulance. The results and treatment provided by the emt's were not provided. At the hospital the patient's blood glucose level was 15 mg/dl. At the hospital, the patient was treated with a "glucose infusion". The customer was hospitalized from (B)(6) 2016 to (B)(6) 2016. The insertion device was returned for product evaluation.